Event description:
The pt reported a decrease in performance. In 2005, the pt was seen by a co rep for device evaluation. Testing performed confirmed an issue with the electrodes. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.